Event description:
Rptr states MRI showed spinal stenosis and an operation was needed to clear the tangled nerves. Rptr had plates and screws inserted. Later numbness to her legs and feet increased and another MRI was scheduled for 11/24/93. The MRI was aborted when the MRI showed metal in the pt.